Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. (B)(4) all pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced a decentered flap resulting in aborting the procedure. A brief description from the surgery center indicated there was suction loss with a patient interface during a laser treatment while the laser was firing. The surgery center indicated the suction loss occurred due to the patient¿s movement. The procedure was aborted and converted to a photorefractive keratectomy (prk). The surgery center reported there was no loss of visual acuity.